Event description:
A patient reported they received coolsculpting treatment to the lower abdomen using a coolsmooth applicator on (B)(6) 2011. Patient was assessed by a physician and diagnosed with paradoxical hyperplasia in the lower abdomen (B)(6) 2020.

Event description:
A patient reported they received coolsculpting treatment to the lower abdomen using a coolsmooth pro applicator on (B)(6) 2011. Patient was assessed by a physician and diagnosed with paradoxical hyperplasia in the lower abdomen (B)(6) 2020.

Manufacturer narrative:
Corrected data b5 - applicator name.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
A patient reported they received coolsculpting treatment to the lower abdomen using a coolsmooth applicator on (B)(6) 2011. Patient was assessed by a physician and diagnosed with paradoxical hyperplasia in the lower abdomen (B)(6) 2020.